Event description:
As reported on (B)(6) 2015, a pt of unk age and gender presented for an endovenous laser procedure. During the procedure, when withdrawing the tre-sheath from the pt with the fiber still inside of the sheath, if was noted the fiber had melted to the inside of the tre-sheath. No piece of the tre-sheath remained inside of the pt. An ultrasound scan was perform to ensure the ablation was successfully completed. The pt suffered no harm or injury due to the event. The reported disposable device has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval was a 45cm dilator, tre-sheath and fiber. A visual review noted that the gold tip of the fiber was missing and was fixed in the black tip of the tre-sheath. The tre-sheath black tip appears to be melted and adhered to the fibers' gold tip. The customer's reported complaint description of fiber burning tre-sheath is confirmed. During the mfg process, the presence of fillers on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to a visual inspection, a 3lbs proof test is conducted for every fiber. A root cause for this event could be that the user could have pulled back on the fiber during withdrawal, instead of unscrewing the fitting from the tre-sheath hub, compromising the bond. When the fiber shaft is able to pull through the fiber fitting, this would cause incorrect placement of the fiber inside the tre-sheath; thus resulting in the sheath material to melt/burn when fired. A review of the device history record was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lot met all material, assembly, and performance specs. In order to heighten awareness, the mfg personnel associated with the reported lot have been made aware of this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).